Event description:
It was reported that a malfunction alarm occurred with the pump, displaying a non-resettable error code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Technical support arranged to replace the pump, confirmed the shipping address, and instructed the caller on returning the pump using a pre-paid label. The caller was guided on putting the pump into storage mode and understood the instructions.